Event description:
A cortex screw, implanted in 2002 broke post-operative and was removed about four and half months later. Two synthes cortex screws and two synthes cancellous screws were implanted along with a puddu plate mfg by arthrex for a high tibial wedge osteotomy. Plate broke through the proximal and distal screw holes and one cortex screw broken.